Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the pump¿s black box showed a 078 call service alarm. During testing, the pump was able to successfully complete the ez prime steps with no call service alarms. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).